Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, the reported patient effects of death, atrial perforation, hypotension, and pericardial effusion are listed in the mitraclip g4 system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, the reported death appears to be due to procedural conditions. The reported poor image resolution appears to be due to a combination of procedural conditions (imaging equipment) and patient anatomy. The reported atrial perforation also appears to be due to procedural conditions (cds punctured atrial wall during steering/advancement). The reported hypotension and pericardial effusion appear to be cascading effects of the atrial perforation. The reported unexpected medical intervention (pericardiocentesis) and surgical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The transseptal puncture was performed without difficulties. Imaging was challenging due to the imaging equipment and due to the anatomy. The steerable guide catheter was inserted, and the mitraclip delivery system was advanced, and the devices were straddled without issue. However, when steering the cds into the valve, the patients blood pressure dropped, and pericardial effusion was observed. The clip was not implanted. Pericardiocentesis was performed and the patients blood pressure stabilized. A surgeon was consulted, and the decision was made to open the chest and try to patch the effusion, but this was unsuccessful, and the patient expired on the table. Per the physician, the cds may have punctured the lateral atrial wall during steering or during advancement however due to the difficult imaging it cannot be said for sure when the cds punctured the lateral atrial wall. No additional information was provided.